Event description:
It was reported that (1) er320 was used during a laparoscopic colectomy procedure. It was reported by the rep that the surgeon used er320 to clip cystic artery and the clips failed to ligate. Opened another new er320 and successfully clipped. There was no consequence to pt.